Event description:
It was reported that, "the surgeon was cutting the pt's patella, the reamer shaft stuck in the bushing/housing. Therefore, the surgeon used a sagittal saw instead of them."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.